Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited functional under-sensing and incorrect interpretation of signal which resulted in inappropriate delivery of anti-tachycardia pacing therapy. The ICD was reprogrammed. There were no patient consequences.